Manufacturer narrative:
Initial reporter address: (B)(6) hospital. (B)(4). The returned contour ureteral stent was analyzed, and a visual evaluation noted that the catheter proximal section was found with shaft knotted itself and residues of used were observed over it. A functional evaluation noted, a 0.035" mandrel was inserted through the catheter and no resistance was felt until the knot section. No other issues with the device were noted. The reported event was confirmed. The complainant reported that the device was difficult to advance and buckled, however based on the product analysis the stent was found with the shaft knotted at the proximal section. Based on product analysis, and all compiled information, it is possible that the failure found, stent knotted, is an issue that could have been generated by the user or due to the manipulation of the device when the stent was used. The most probable cause of those failures is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a laser ureteroscopy procedure in the ureter performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was stuck on the guidewire and was unable to be advanced. When the stent was pulled out, it became scrunched up. The procedure was successfully completed with another contour vl ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be stable. Investigation results revealed that the stent coil was knotted, therefore this event has been deemed an MDR reportable event.